Manufacturer narrative:
(B)(4). This complaint is for a report of a user error. The patient reused the disposable set after disconnection of a bag. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Complaint was not confirmed. Label review was performed and the review found the labeling adequate for the user error in the complaint. Renal quality engineering, along with plant manufacturing and quality personnel, will continue to monitor this product line for trends and will take corrective/preventive action as appropriate.

Manufacturer narrative:
(B)(4). This incident was determined to be caused by use/user error. There was no allegation of a product malfunction.

Event description:
During a follow up phone call, product surveillance contacted the patient on (B)(6) 2011. The patient stated that he received a check heater line alarm and decided to disconnect the heater bag and replace it. The nurse was contacted regarding the event, and the patient learned not to disconnect the bags during therapy. The patient was involved but there was no patient injury or medical intervention reported.